Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). : the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5069313.

Event description:
It was reported to boston scientific corporation that a capio cl was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture in the cooper's ligament. The physician was unable to find the needle in the patient or in the capio cl device. No x-ray was done and the detached piece was left in place. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.